Event description:
The hearing aid (h/a) user came in to the dispenser's office and complained that the aid was weak. Upon examination, the dispenser noticed a wax guard in the ear canal. He was able to remove it, there was no injury, no redness, swelling, or drainage.